Manufacturer narrative:
We have not received the device for evaluation since the device was discarded by the hospital. Hence, we could not conclusively determine the root cause of the defect. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. The current rate of occurrence for these kinds of defects is within our expected rate of occurrence. However, we have made our manufacturing operators aware of this issue and retrained them on the manufacturing steps. We believe this awareness will act to minimize its recurrence. The issue was detected during pre-use check and the device was not used in the patient.

Event description:
During pre-use check, surgeon detected a leak at the inflation - irrigation arm joint . Device was not used in the patient.